Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc leaked beyond the septum. The following information was provided by the initial reporter: blood shot out of the back when needle was retracted. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one unsealed 20ga x 1.16in. Insyte autoguard bc unit from lot number 4155274. Additionally, one photo was provided. Your report of a leak was confirmed based on the circumstantial evidence that was observed on the returned needle and safety shield. The insyte autoguard needle was received fully retracted within the shield and the IV catheter was not returned for investigation. Unfortunately, based on the sample condition, the root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.